Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 138 mg/dl. It was also reported their insulin pump alarmed, then became frozen. Customer's parents stated they were unable to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.